Manufacturer narrative:
Date of initial report: 07/09/2008. The insulation has been scraped off. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU with the ls1100 states: "carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the patient".

Event description:
The initial report stated that the cable link is damaged on the jaws. There was no patient injury. On investigation of the incident sample, the investigators found that the wire on the jaw is bare.